Event description:
The dr was leaning across a pt while involved in a procedure and a catheter which they had placed but not yet activated the needle popped out and stuck into their foot drawing blood.